Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. Per the medical records, history includes deep vein thrombosis (dvt) and pulmonary embolism. The filter was placed in the infrarenal area. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration, perforation, perforation into an adjacent organ, and perforation abutting an adjacent organ. Per the patient profile form (ppf), the patient reports migration of entire filter other than to heart, perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation abutting an organ. The patient also reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration, perforation, perforation into an adjacent organ, and perforation abutting an adjacent organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, distress and other damages. Information received per the medical records indicate that the patient has a history of deep vein thrombosis and pulmonary embolism. The filter was placed in to the infrarenal area.   Information received per the patient profile form (ppf) states that the patient experienced migration of entire filter other than to heart, perforation of filter strut(s) outside the inferior vena cava (ivc) and perforation abutting an organ. The patient continues to experience anxiety. The patient became aware of the reported events thirteen years and six months after the index procedure.